Event description:
Customer reported low blood glucose symptoms with result of 410 mg/dl obtained on the aviva system. Customer self treated with a candy bar, and tested 150 mg/dl on the aviva system within 10 minutes of the result of 40 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.